Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episodes noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zone and accelerated into the vt zone with average rate at 198 beats per minute (bpm). Therapy was noted to be potentially inappropriate for supraventricular tachycardia (svt). Atp therapy was delivered that terminated the svt. Additional information provided advised this ICD provided anti-tachycardia pacing (atp) therapy and two 41j (joule) shocks to convert an arrhythmia. Therapy was noted to potentially inappropriate for an atrial arrhythmia detected in the vt zone with a varying rate of 211to 220bpm. Further review was recommended. Lead measurements are stable, and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported.